Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets in the drawer were off the bus. The field service engineer logged into station via remote support service, logged into the operating system and then into hardware test application (hta), where all pockets appeared correctly in the drawer. All tests were completed successfully with no issues observed. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failed, and recovery and reboot attempts were performed, but it was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.